Event description:
It was reported through the clinical trial that approximately 2 years post transcatheter aortic valve replacement (tavr) the patient could only walk 20 feet before becoming dyspneic. The patient noted a decrease in strength and dyspnea on exertion over the last year. Previously he was able to walk 30 minutes a year ago without becoming short of breath. In addition, it was reported that since the echocardiogram of (B)(6) 2010 there has been an increase in the aortic valve peak and mean gradients from 26/14mmhg to 51/27mmhg. The calculated ava is 1.9cm2 and has not changed and aortic regurgitation has increased from mild/moderate to moderate with a new intravalvular jet. Otherwise there were no other significant changes noted on echo.

Manufacturer narrative:
A device history review (DHR) for the valve was performed and all manufacturer's specifications were met prior to release for distribution. Per the instructions for use, dyspnea is a potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. However, there are many additional potential causes for dyspnea including, but not limited, cad, htn, mi, heart valve disease, cardiomyopathy, emphysema, anemia, hypo/hyperthyroidism. In this case, the patient is elderly and has multiple co-morbidities that could have caused or contributed to the reported dyspnea. There was a noted increase in the aortic valve gradients and ai on echo from the previous year but the aortic valve area has not changed. The differential diagnosis from the physician include endocarditis (slow-growing) or a non-infectious structural problem with the aortic valve. There is no clear pathology documented presently and therefore no further actions are required at this time.